Event description:
The customer called in to report that he was having issues with his sensor. The customer's blood glucose level is 134 mg/dl. The customer states that he was getting calibration errors, change sensor alerts, and discrepancies with his sensor glucose value against his meter glucose value. We advised the customer that we would replace the sensors for him. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.